Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the customer was unsure of blood glucose value at the time of reported event. The customer was not hospitalized for hyperglycemia.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No pump/sensor communication anomaly or calibration anomaly noted. The pump was received with a broken belt clip rail. The following were noted during visual inspection: scratched case, keypad overlay texture damage and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists data on 10/01/2025 to 11/25/2025. On the primary svn 000321478344, unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 15-sep-2025 due to no data available in the pump history file. On the primary svn 000321478344, unable to perform the history review 1 week prior to the event date 15-sep-2025 in the pump history file due to no data available. On a related svn 000320452568, unable to perform the history review 2 days prior to the event date 01-aug-2025 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.2 mv). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Damage (physical or cosmetic) confirmed at the back of the pump. No com pump to xmtr (sensor anomaly) not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, hypoglycemia and seizure. The customer reported pump rail came off. The customer reported blood glucose value of 300 mg/dl for hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported hypoglycemia treated with glucose/carb intake. The customer had an emergency visit to hospital, was hospitalized and treated with manual injection. The event involved product(s) mmt-397a, mmt-7040a, mmt-1884l, mmt-332a. Troubleshooting was performed for damage. Found the damage on belt clip rail and it was not affecting the pump functionality. Troubleshooting was partially performed for high bg and low bg. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-397a, mmt-7040a, mmt-332a. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.